Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account with the appropriate packaging in an undamaged condition. The visual inspection and functional evaluation of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling devices were being applied to the stomach. Two reinforced reloads were not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, a new reload was used.